Manufacturer narrative:
(B)(4). E1: full establishment name - (B)(6) hospital (B)(6). G2: foreign - event occurred in (B)(6). Visual examination of the returned product/provided pictures confirmed the wire break. Medical records were not provided. Lot identification is necessary for review of device history records; lot identification was not provided. A definitive root cause cannot be determined. The complaint is confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a k-wire tip was broken during the case. The k-wire was removed and is available for return, but the tip debris was left within the patient. Attempts have been made and no further information has been provided.